Manufacturer narrative:
(B)(4). The device was evaluated locally by a philips field service engineer. The issue was localized to the battery pca. Replacing the battery pca resolved the problem. After passing all required testing the device was returned to use.

Event description:
The customer reported that the unit would not function at all until the battery had been removed and re-inserted. No pt involvement was reported.